Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the exact root cause could not be determined, it would not be unreasonable to expect some wear after approximately 13 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.